Event description:
The customer ran blood glucose tests on his contour meter and results were 397 and 300mg/dl. He then ran consecutive tests on his other contour meter with results of 120,122mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged the customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.